Event description:
The third report of three licox catheters that was inserted and had very low readings (4) and remained low throughout the insertion. One of them gave readings (25) two days later. Additional information has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.